Manufacturer narrative:
The parent record ((B)(4)) was determined to be a duplicate of (B)(4) (servicemax case (B)(4)) and created in error. Reporting is no longer applicable for this record. Please reference (B)(4) as it contains the most current information available. Closing duplicate case.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a replacement part is needed to address a defective on arrival (defoa) part. No further details were provided by the customer. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.